Event description:
The pt was taken to surgery where a hemiarthroplasty of the left hip was performed. The surgery had gone well with minimal blood loss. As soon as the glue was hardening, the pt developed a decreased b/p and decreased heart rate. In spite of good support the pt was tubed at the time and (good flow maintained) she proceeded to a full cardiac arrest, and expired.